Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered, is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered, is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving an unknown message/error while wearing the adc freestyle libre sensor and subsequently self-administering a glucagon injection and an unspecified medication. No further information was provided as customer could not continue with troubleshooting, and attempts to gather additional details have been unsuccessful thus far. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported receiving an unknown message/error while wearing the adc freestyle libre sensor and subsequently self-administering a glucagon injection and an unspecified medication. No further information was provided as customer could not continue with troubleshooting, and attempts to gather additional details have been unsuccessful thus far. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid sensor serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for all freestyle libre sensors within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint.    Clinical data was reviewed for the freestyle libre sensors, and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field.  As a serial number was not provided for the fs libre reader, the manufacturer of the fs libre reader was contacted to conduct an internal investigation and determined that their process continues to remain in control per adc requirements and there was no deviations or abnormalities which could have caused the complaint. A tripped trend review was completed for the reported complaint and fs libre readers and there was no product impact that has been identified. If the product is returned, the case will be re-opened and a physical investigation will be performed.